Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model zcb00, +19.0 diopter) was explanted because of patient experiencing reported mechanical complications. The lens was replaced with the different model, a zct150 +21.0, a larger diopter. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/1/2018. Device returned to manufacturer? Yes. The product was received in a biohazard bag. The lens was placed in a sample bottle and product was found cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints have been received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.